Event description:
The customer's wife stated that the customer was take by paramedics to the hospital due to hyperglycemia. The reported blood glucose reading was 20 mg/dl. The customer's wife stated that prior to the event the customer had high blood glucose levels, so he changed his infusion set and took a manual injection. Troubleshooting was performed, and it was found that the customer had received several alarms on the insulin pump. It was advised that the customer revert to backup plan to treat his diabetes per his doctor's instructions. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.